Event description:
Procedure type: urological. According to the reporter: approximately 6 weeks post-operatively, the patient allegedly experienced extrusion of the implant and went back to the doctor. In addition, the patient allegedly experienced vaginal bleeding as a result of the extrusion, the doctor prescribed estrogen cream and the patient is currently continent. This may lead to additional treatment.

Manufacturer narrative:
(B) (4). (B) (4).